Event description:
It was reported that, during removal of a short gamma nail, the nail was found to be broken in half.

Manufacturer narrative:
Additional information has been requested and if received, will be submitted on a supplemental report.